Manufacturer narrative:
. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx0972 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported on (B)(6) 2022, the doctor operated the indwelling central venous catheter for the patient, opened the inner package, and found that the catheter was damaged when checking the patency of the catheter, and there was fluid leakage during flushing. Change the catheter and prolong the puncture time.